Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 08/01/2018. The device was visually inspected, and pass. Performed voltage test and passed. Performed a pairing test with (B)(4) bluetooth device and passed. Transmitter functional tests were performed and passed. Performed share log review and loss of connection was found. The reported event of a loss of connection was confirmed. The probable cause is no communication.